Event description:
Initial result for a patient psa was 0.016. When repeated, the result was 180.4. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepant results.